Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative troponin 1 (tni) results on triage cardiac panel vs access. A female patient came in with clear chest pain and a cardiac panel was run. According to the physician who examined and treated the patient, her clinical history was typical for ami.